Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl after wearing the pod between 36 and 48 hours. Patient initially called her doctor, who instructed her to check for ketones; when the results were large, patient went to the emergency room at the advice of her doctor. The patient was given intravenous fluids and blood work was performed; she was released after around 4 hours. The pod was removed and replaced prior to patient going to the emergency room.